Event description:
It was reported that a patient had neurostimulator replaced in 2009. The patient hadn't had adjustments in several years. The patient had a lot of bilateral dystonia and tremors at the time of the visit to the doctor. The patient was at 4.5v and was "pretty jumpy" when it was turned on and off and "got like an electrical shock." The voltage setting was dialed down to 3.2v with electrodes c+, 3-, 2-. The pulse width was 90 microseconds, and the rate was 185hz. The patient was feeling better since reprogramming this combination with a lower voltage. In 2004, the patient's previous device was at 6.0v, 90 microseconds, and 185hz. At the time of the report, the impedance was at 524 ohms and "status was ok." The patient's implant was left at o 3.72v.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 3387-40, lot# j0333663v, implanted: (B)(6) 2003. Product type: lead. (B)(4).